Event description:
It was reported the patient experiences discomfort at the ipg pocket site and has not used stimulation. The patient wants the scs system removed. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.